Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding(menorrhagia)"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)/irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included occipital neuralgia, dizziness and claustrophobia. Concurrent conditions included offensive vaginal discharge and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("severe abdominal cramping, even when not menstruating"), back pain ("lower back pain, even when not menstruating/back pain"), menstrual disorder ("abnormal menstruation"), migraine ("worsening of her migraines/migraines"), headache ("worsening of her headaches/headaches/head pain"), vaginal infection ("chronic vaginal infection"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), depression ("depression/psychological or psychiatric problems:depression"), anxiety ("anxiety/psychological or psychiatric problems: anxiety"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") with vaginal discharge, allergy to metals ("nickel allergy"), uterine pain ("uterus pain"), arthralgia ("hip pain"), breast pain ("breast pain"), procedural pain ("pain since implantation") and post procedural discomfort ("discomfort since implantation"). The patient was treated with medroxyprogesterone, ibuprofen, panadiene co (tylenol #3), vicodin and surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, menstrual disorder, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, alopecia, dysgeusia, fatigue and weight increased had not resolved and the genital haemorrhage, vaginal haemorrhage, allergy to metals, uterine pain, arthralgia, breast pain, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural discomfort, procedural pain, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is currently investigating removal options. The number of expanded coils that appeared trailing into the right uterine cavity was 4. The number of expanded coils that appeared trailing into the left uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: dub, dysfunctional uterine bleeding. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Radiology summary: essure coils noted bilateral wnl. Most recent follow-up information incorporated above includes: on 2-aug-2018: case is now incident. Plaintiff fact sheet and medical records received, reporters added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.